Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011, and obtained the following information. The patient claimed the alleged issue began on (B)(6)2011, exact time is unknown. The patient informed the mss that she manages her diabetes with lantus insulin, 30u in the morning and novolog insulin 3x per day with meals adjustments based on meter results and carbohydrates and reportedly continued to take her usual doses of insulin when she was unable to check her blood glucose. The patient claimed that on (B)(6) 2011 at an unknown time, (2 days after the alleged issue) she developed symptoms of "shaking and sweating and became unconscious shortly afterwards." The patient stated a family member called the emergency medical services (ems) and they arrived within 10 minutes. The patient stated she was tested using the ems meter but she was still in and out of consciousness. She reported a value of 15mg/dl with the ems meter and stated she was treated by the ems with glucagon shots and IV glucose. She stated it took a while 'couple of hours' for her to feel better and the ems left after that. The patient could not recall her blood glucose by the time the ems left her house. At the time of troubleshooting, the cca noted that the subject meter's battery did not need replacing based on its use and the meter specifications. The patient was reportedly using the correct test strips but she did not have the meter any longer because she threw it away. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.